Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) reported they did not think the ¿number¿ was working. The patient stated she fell and now the pain feels different. The patient was redirected to their healthcare provider. The indication for implant was failed back surgery syndrome.